Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 625 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Cause of high bg was unknown, however, the customer reported that the non tandem continuous glucose monitor was not available, and customer did not have bg readings. Reportedly, the customer reverted to an alternate form of insulin therapy.